Event description:
It was reported that the "patient came to hospital because he had colored urine." The patient experienced a drop in his hemoglobin and an increase in his lactate dehydrogenase (ldh) and bilirubin since his last visit. The patient's inr was reportedly normal. The patient was admitted to the hospital and he was given a bolus of heparin and his coagulation parameters were "closely controlled." The hospital reports that he patient "feels very well." No further information is available at this time.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The pump was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported clinical adverse event could not be confirmed, however, review of the controller log files revealed an increase in power consumption starting on (B)(4) 2014 and leading up to (B)(4) 2014. This can be indicative of a thrombus event or a change in patient state. Applicable risk documentation and experience with events of similar circumstances were considered; clinical events with elevated levels of lactate dehydrogenase (ldh) and bilirubin levels are most often attributed to a change in patient state or thrombus formation. The most likely root cause of the elevated ldh and bilirubin levels cannot be conclusively determined. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Device will not be returned.